Event description:
Some of the information, printed on the strip vial, appears to have smeared off. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.